Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, lumps, hardening and displacement of product are physiological complications and analysis of the device generally does not assist allergan in determining probable cause for this event. Device labeling: contra-indications. Juvederm voluma with lidocaine must not be used on areas showing skin problems such as inflammation and/or infections (acne, cold sore, etc.). Undesirable effects. The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area.

Event description:
Healthcare professional reported 11 days after injection to an unspecified site(s) with juvederm voluma with lidocaine, patient developed a "strong reaction: the whole face, with the forehead as an exception, swelled up". Additionally, the patient developed "several large lumps". The patient responded "very well to hyalase, but not good enough". The lumps seemed to shrink with the hyalase injections but they continue to seem to be "encapsulated" and hard. The patient was also treated with "antibiotics", penicillin, prednisolone and cortisone. The healthcare professional speculates that perhaps the patient's body is "rejecting" the juvederm, forcing it to "shift up towards the left eye towards the tear channel".